Event description:
Customer complained about experiencing high blood glucose lately. Customer stated that she has not been feeling well for the past two months. Customer stated that she believes the insulin pump is not delivering insulin and it has not been alarming for no delivery. Blood glucose value over 300 mg/dl. Customer reported that after having high blood glucose for several hours; the readings dropped to 55 mg/dl. Customer treated low blood glucose with food ingestion. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.